Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using a capio open access suture capturing device and repliform graft, as the physician was attempting to throw a gore-tex suture through the patient's sacrospinous ligament, the needle detached inside the patient. Nothing was noticed to be bent on the capio device. The physician did an initial x-ray and did not see the needle. During recovery, the physician did another x-ray and did locate the needle, but opined that it was not necessary to remove it. The physician used another capio open access suture capturing device to complete the procedure, without further complications to the patient, who is reportedly "fine" post-procedure.

Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using a capio open access suture capturing device and repliform graft, as the physician was attempting to throw a gore-tex suture through the patient's sacrospinous ligament, the needle detached inside the patient. Nothing was noticed to be bent on the capio device. The physician did an initial x-ray and did not see the needle. During recovery, the physician did another x-ray and did locate the needle but opined that it was not necessary to remove it. The physician used another capio open access suture capturing device to complete the procedure, without further complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
Visual analysis of the returned capio device showed that the capio cage was bent and had almost detached from the capio device. Upon actuating the capio device, the capio carrier was also found to be bent. No functional test of the capio device could be performed due to the condition of the device. The damaged cage suggested that the suture needle was forcibly retrieved from the capio cage, which caused the needle to detach. The bent carrier may have occurred due to anatomical factors encountered when the suture was being thrown through the patient's tissue. A review of the device history record was performed and no anomalies were noted. The probable cause for this event was determined to be operational context.